Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding the instrument not articulating was confirmed by failure analysis. A visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The failure analysis engineer (fae) further clarified that in an attempt to move the grips with the mtms, the grips would jerk in a different direction as commanded or not at all. When the grips would jerk in a different direction, the direction was random. The instrument moved with delay/lag and the movement was lesser with the delay and lag.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument working end would not articulate when mounted on the da vinci system arm. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and verified that the customer believed the instrument either did not move at all or did not move very well with no further details. The customer informed that it was clear the instrument was not working, and it was switched out for a backup immediately. The procedure was completed as planned without any injury or harm to the patient. The customer had no further information.